Manufacturer narrative:
(B)(4).

Event description:
It was reported that a white foreign object was seen on the device. An encore balloon catheter inflation device was selected for use. During preparation, a white foreign object was seen inside the device upon filling in the contrast media. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. The stain did not obstruct the graduation marks in the barrel. It is consistent with the application of excess adhesive. There is no adverse effect on the functionality on the encore device. A device history record review was performed and no deviation was found. The most probable root cause has been determined to be user preference as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that a white foreign object was seen on the device. An encore balloon catheter inflation device was selected for use. During preparation, a white foreign object was seen inside the device upon filling in the contrast media. The procedure was completed with another of the same device. No patient complications were reported.